Event description:
The reporter stated that the surgeon was inserting a aq2010v three piece silicone lens and the lens tore. The lens was removed and replaced with another model lens with no patient injury.